Event description:
Procedure type: tapp/tep. According to the reporter: the customer reports that the balloon dissector was inflated in pt's abdomen and it detached from the access cannula. The access cannula pierced the peritoneum when it shouldn't have. The balloon was retrieved. Due to this, the surgeon did a tapp (trans abdominal preperitoneum) instead of a tep (total extraperitoneum). The case took double the time due to this incident - 2 hours. The sample is being sent for evaluation. No pt injury was reported.

Manufacturer narrative:
(B)(4).